Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating. A surgical procedure was performed to replace the cylinders and the pump. There were no patient complications.